Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin delivery. Additional assistance was not deemed necessary, and the case was closed by technical support.